Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct relationship between the device and the reported event could not be determined. The hm3 IFU lists bleeding as an adverse event that may be associated with the use of the hm3 lvas. The IFU provides information regarding anticoagulation, including the recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device -- 10 months, 2 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was admitted to the hospital with complaints of dark stools and coffee ground emesis. The patient also reported that they had trouble swallowing for one day. Hemoglobin & hematocrit (h&h) were stable at 14.5 and 44.5. An esophagogastroduodenoscopy (egd) was obtained on (B)(6) 2019 that showed a non-bleeding mallory-weiss tear and a blood clot that was not deemed safe to remove. The patient had no active bleeding and remained stable. Intravenous octreotide was given which was later switched to intravenous pantoprazole for three days. The patient was then transitioned to oral pantoprazole for eight weeks. Aspirin dosage was decreased to 81 milligrams per day and the patient received one unit of packed red blood cells (prbcs) on (B)(6) 2019. H&h remained stable throughout the admission and the patient was discharged home on (B)(6) 2019 with h&h of 11.7 and 37.4 the patient had no further episodes of bleeding. No further information was provided.